Manufacturer narrative:
(B)(4) mesh exposure.device (B)(4) mesh expsoure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced a mesh erosion in the anterior compartment of the vagina. The mesh was explanted on (B)(6) 2008. Additional information has been requested.